Manufacturer narrative:
(B)(4). Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: carto 3 system (model# fg-5400-00k serial# (B)(4))

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for idiopathic ventricular tachycardia with a navistar rmt thermocool electrophysiology catheter and suffered a heart block requiring no medical or surgical intervention. Immediately post-procedure, the patient was observed to be in 1st degree heart block . Thirty days post-procedure, patient was observed to be in 2nd degree heart block. There is no information regarding hospitalization. Patient outcome is improved. Physician's opinion regarding the cause of the adverse event is that it was procedure-related.